Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a vein ligation procedure performed on (B)(6) 2023. During the procedure, the device was used accordingly. It was just noticed that the second band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached but with one band which was detached from the ligator housing. The handle slot had the trip wire inserted. The suture thread was in good condition and had seven knots. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing showed evidence of suture tension. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing has bent teeth and the suture hole was damaged. This indicates that a malfunction of the device may have occurred, and the bands were not deployed as expected. It is possible that there was an incorrect application of tension to the suture thread at the time of deployment; perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a vein ligation procedure performed on (B)(6) 2023. During the procedure, the device was used accordingly. It was just noticed that the second band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.